Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e601 analyzer. The customer stated the sample was tested in false bottom tube and there were no bubbles in the sample. The repeat testing was performed on the original analyzer. The patient's initial hcgb result was 96.39 miu/ml and it was reported outside the laboratory. The emergency room questioned the result. The first repeat result was > 10000 miu/ml. The sample was diluted, the dilution factor was not provided, and the result was 33613 miu/ml. The repeat results were considered correct. The customer stated the patient was not treated based on the original result. There were no adverse events. The hcgb reagent lot number was 16758402 and the expiration date was 07/31/2013. The field service representative determined the sample probe liquid level detection (lld) was reading too low. He adjusted the voltage to the sample probe lld board to the correct level. He ran performance testing with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The cal 2 calibration signal was comparatively low, but the quality control data was within range. There was no indication of a reagent issue. It was noted the customer was not following the tube manufacturer's centrifugation recommendations. It was also noted the laboratory's humidity level was out of the instrument's recommended range.